Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? Describe any medical/surgical intervention for the exposure including findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2018 and mesh was implanted. Operation of mesh (B)(6)2019: approaches because of suspicion erosion of sling to the vagina. In la and ab-cover loosen the mucous membrane and cover the sling. (B)(6)2019: control. Small area lateral to right where sling is easily seen exp. (B)(6)2023: refer to the diagnosis erosion of tvt sling. Offered to remove eroded sling material. (B)(6)2023: solution cutting and/or loosen vaginal sling. Sling quite a bit exposed sling material in patients right side, lateral for urethra. No further information is available.